Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the device for rectosigmoidectomy during an endometriosis and rectosigmoidectomy procedure, the first reload stopped in the middle of firing while the second reload did not fire. The staple was forced too and broke. There was no patient injury.